Manufacturer narrative:
The manufacturer previously reported that a bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the rubber feet need replaced for missing on the device, this was unrelated to the reportable issue. After further review with the third party service center, a discrepancy was found with foam particles being observed, and this complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. This report is being submitted to correct the previously reported become aware date and event date to 03/25/2026. Additional information was received by plexus on 03/25/2026. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the rubber feet need replaced for missing on the device, this was unrelated to the reportable issue.

Manufacturer narrative:
The manufacturer previously reported that a bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the rubber feet need replaced for missing on the device, this was unrelated to the reportable issue. After further review with the third party service center, a discrepancy was found with foam particles being observed, and this complaint is not reportable to any regulatory agencies. There is no report of serious patient harm or injury associated with this notification, and there is no report of medical intervention. This issue would not increase risk to the intended user. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.